Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.